Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Follow up CT showed a type ii endoleak. Date not available. On (B)(6), 2011 follow up CT showed a type ii endoleak and aneurysm growth. Measurements not available. On (B)(6) 2011 the patient was treated for the type ii endoleak. In addition, a proximal type I endoleak was noted. Two gore excluder aaa endoprosthesis aortic extender component were implanted. The patient expired on (B)(6) 2011 for unknown causes.